Event description:
While attempting to restart a pt's heart at the conclusion of open heart surgery, the user found that the defibrillator reported "connect paddles" after the internal paddle set had been connected. A second and third paddle set were tried, with the same result. The user discovered that by holding the paddle connector in a particular position, the unit worked. There was no harm done to the pt. It was determined that a user who had not been trained in the use of the internal paddles had attempted to connect them without properly aligning the connector. In the attempts to connect, pins of the connectors had been damaged. All of the internal paddles sets at this facility have been replaced, and add'l training has been provided. The event is not occurring more frequently or with greater severity than is usual for the device.